Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) regarding a patient receiving baclofen (unknown dose and concentration) and morphine (unknown dose and concentration) via an implantable pump for spinal pain. The hcp reported the patient presented to their facility with the following symptoms; lethargy, obtunded. The patient was given narcan and it woke them up. No further information provided.